Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minicap was found with "chunks taken out of the sponges." There was no patient injury or medical intervention associated with this event. No additional information is available. This is report 1 of 46.

Manufacturer narrative:
(B)(4). The customer reported that the device had one of the following lot numbers: gd898387, gd898403, gd898890, gd898205, gd899161. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Expiration dates: jun 2016 for (B)(4), aug 2016 for (B)(4), may 2016 for (B)(4), sep 2016 for (B)(4), and jun 2016 for (B)(4). Device manufacture dates: 12/14/2014-12/18/2014 for (B)(4), 02/20/2015- 02/27/2015 for (B)(4), 11/19/2014-11/24/2014 for (B)(4), 03/13/2015-03/19/2015 for (B)(4), and 12/03/2014-12/09/2014 for (B)(4). The device was received for evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.